Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred with patient complications. The target lesion was located in the totally occluded common iliac artery (cia). An 8.0x30x75cm express ld iliac / biliary stent was advanced and was successfully implanted to treat the lesion. However, post stent deployment, the physician noted that patient's iliac artery had ruptured and the patient bled. The patient had extravasation, stopped breathing and the patient coded but was able to be resuscitated. The physician then used a non-bsc covered stent to close the extravasation. No further patient complications were reported and the patient is fine.